Event description:
A malfunction alarm was reported on the customer's pump, identified with a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.